Event description:
It was reported that the patient presented for a routine device check. Elevated high voltage lead impedance and pacing lead impedance was noted. High measurements were not reproducible with isometrics or manipulation. Programming changes were made and a successful dft test was performed. Subsequently, high hv lead impedance was again observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.